Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the pump wasn¿t working for the patient and that they weren¿t satisfied with it. It was stated that the patient did not know the exact date that this started and that it was thought to be in 2014. It was also stated that the pump never killed the pain and the patient couldn¿t sleep because the pain was so high which had been since implant. It was indicated that the patient was supposed to have the pump removed in (B)(6) 2016 and that they wanted it removed but they kept stating they couldn¿t do it and wanted to add more in it. The patient didn¿t want the pump anymore or the injection. It was noted that it was empty and they shut it off quite a few months and year ago. It was stated it wasn¿t working and they kept giving the patient excuses why they couldn¿t remove it. It was also stated that the patient had been so unhappy with the pump and t hat the pain went on and the patient was taking pain pills but didn¿t like taking pills. It was noted that the pump was ¿always a problem.¿ it was related that the patient¿s healthcare professional (hcp) not understanding programming and that the patient wanted it increased from 12-6 a.m. So they could sleep but the nurse practitioner figured it out. It was noted that the patient was dealing with cancer now and wanted the pump out. No further complications were reported.